Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in ICU after ventricular fibrillation (vf) and device did not deliver therapy and passed out. No capture was noted on the surface EKG. Upon interrogation, the device found to be in backup vvi mode with hv therapy disabled. Device image was sent for review, but the file was corrupted. The programmer printed power on reset (por) status report. Since there is no explained reason why the device went into a power on reset, device replacement was suggested. Further follow up stated that, the patient had a vf storm with appropriate therapy delivery and the patient was successfully converted. The patient coded and was treated with CPR and external defibrillation. The patient was successfully converted and moved to ccu, at which time the loss of pacing and hw reset were observed. The family elected not to replace the device due to patient comfort, as the patient was morbidly obese and very sick. The patient went back into vf and passed away later that day, unrelated to device. No further information is available. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
(B)(4).

Event description:
New information recieved noted the patient passed away due to cardiac arrest. The device was turned off prior to the patient's passing and he was granted a dnr. The device was found to be working appropriately prior to an external defibrillation.